Event description:
Alleged pt injury related to an ear surgery performed using a stapes bur and drill. Received a letter dated mar 3, 2008 stating a pt was injured during surgery on the right ear. Reportedly, during the procedure, a complication occurred while drilling a hole in the footplate and a part of the stapes footplate disappeared in the vestibule. Reportedly, since the surgery the pt has been suffering from vertigo. Gyrus medical bv reported a product problem associated with this case in 7-07. However, the report at the time did not include a pt injury.

Manufacturer narrative:
This initial report in 2007 did not include pt injury. This new info associated with the previous complaint has been loaded as a new complaint. The device in question was evaluated at the time of the previous report. The eval determined that the bur had been used beyond its normal life and the drill used in conjunction with the bur had been altered by the user to the point that it was in need of repair at the time of use.